Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm and pump error 24 alarm found on (B)(6)2021. No critical pump error (open book image) alarm noted during boot up. Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected critical pump error (open book image) alarm and pump error 24 alarm¿noted during the testing. Successfully downloaded history files and traces using thump. As per global logic analysis, the root cause for critical pump error (open book image) alarm cannot be provided because the are no register dumps and error log is empty. Memory issues might be the reason why critical pump error (open book image) alarm wasn't recorded. However, three consecutive pump error 24 alarms was recorded and found in the formatted history file on 10/15/2021 05:51:00.000, 10/15/2021 06:01:00.000 and 10/15/2021 07:18:00.000. As per global logic analysis (esf#3764387), pump error 24 alarms (line number 776 file number 121,line number 1474 file number 26 and line number 555 file number 121), suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. As per global logic analysis, the root cause for critical pump error (open book image) alarm cannot be provided. However, pump error 24 alarm¿was confirmed due to corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer was able to clear the alarm. Customer did self test which was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.